Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1916670) on 24-sep-2019. The most recent information was received on 14-oct-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pains') in a 46-year-old female patient who had essure (batch no. A90484) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("occasional headaches"), fatigue ("general type fatigue"), dysaesthesia ("dysaesthesia"), burning sensation ("burning sensation of the limbs"), musculoskeletal pain ("muscle and joint pain") and dizziness ("occasional dizziness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, headache, fatigue, dysaesthesia, burning sensation, musculoskeletal pain and dizziness outcome was unknown. The reporter considered abdominal pain, burning sensation, dizziness, dysaesthesia, fatigue, headache and musculoskeletal pain to be related to essure. The reporter commented: various rheumatological and digestive test panels have not found a diagnosis for the reported events. Lot number:a90484 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pains') in a (B)(6) female patient who had essure (batch no. A90484) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("occasional headaches"), fatigue ("general type fatigue"), dysaesthesia ("dysaesthesia"), burning sensation ("burning sensation of the limbs"), musculoskeletal pain ("muscle and joint pain") and dizziness ("occasional dizziness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, headache, fatigue, dysaesthesia, burning sensation, musculoskeletal pain and dizziness outcome was unknown. The reporter considered abdominal pain, burning sensation, dizziness, dysaesthesia, fatigue, headache and musculoskeletal pain to be related to essure. The reporter commented: various rheumatological and digestive test panels have not found a diagnosis for the reported events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.